Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer changed the supplies (cartridge and infusion set) and resumed insulin delivery to resolve the issue. Blood glucose level was 136 mg/dl.